Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was sticking out and while priming she pushed it back in and insulin was squirting out from the drive support cap. The customer¿s blood glucose level was 243 mg/dl. Customer stated that they were unable to exit the "preparing to prime" loop. Advised customer to discontinue use of the pump. Advised customer to revert to back up plan. The insulin pump will be returned for analysis.